Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, olympus confirmed the occurrence of the e315 error code (non-compatible endoscope). Presumably, due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. A definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunction in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited error code e315 due to corrosion on endoscope connector. There were no reports of patient involvement.